Event description:
It was reported the programmer does not interrogate. Two known working programming heads were used with no resolution. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer will not interrogate due to a loose rf (radio frequency) head connector on the lem (link electronic module) printed circuit board assembly. Analysis also found signs of corrosion on lower case, upper case, bulkhead, slide cover, printed plate, and inside of bezel. It is noted hinge plate screws were missing. Product ID 229047 analyzer. (B)(4).